Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibitied high impedance, lots of short v-v intervals and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analyzed and analysis was performed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. In addition, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend on the rv (right ventricular) pacing lead was variable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The electrical, visual and destructive analysis revealed that there were no anomalies observed on the returned full lead in segments. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with non-severe explant damage. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.